Event description:
It was reported, that the rigid video scope had image intermittency and color interference. The issue occurred, during set up, inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection. And the reported failure was not confirmed. In addition, the following reportable malfunctions were identified, during the device evaluation: the video cable was broken and the image was not displayed. Based on the results of the investigation. And since, the customer reported malfunction was not confirmed, during evaluation, the definitive root cause of the reported issue could not be determined. Additionally, the issue of the broken video cable and the lack of image display was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.